Event description:
It was reported the balloon was used to assist in a coiling basilar top aneurysm procedure. After first balloon inflation/deflation, the physician was unable to deflate the balloon upon second inflation. The inflated balloon was successfully removed from the patient. No patient injury reported.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The balloon catheter has been evaluated and a large amount of blood was found in the balloon lumen. Based upon the findings, the large amount of blood found in the balloon assembly was the likely cause of the non-deflation. The instruction for use warns "inadvertent proximal guidewire movement can cause blood to enter the balloon lumen which may inhibit balloon deflation." (B)(4).